Event description:
The customer reported that the plastic tip of the device split. There were no adverse effects to the patient. There was no extension in surgery time, no additional blood loss, no extension in the incision, and nothing fell into the patient's cavity.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.